Manufacturer narrative:
The labeling and the certificates of analysis of the control material indicate that each human donor unit used to manufacture this control was tested by FDA-accepted methods and found (B)(6), antibody to (B)(6). In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with patient specimens.

Event description:
A medical technologist in a laboratory splashed liquichek unassayed chemistry control into her left eye. The control material splashed back into her eye when she dumped open micro sample cups into the hazardous waste trash.